Event description:
This complaint is now reportable based on analysis completed on 9/28/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Access was obtained through the femoral artery. The physician attempted to place the 3.00x38mm taxus liberte stent, but could not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba). No patient complications were reported. The patient condition was reported as "good". However, the returned product analysis of the 3.00x38mm taxus liberte stent delivery system revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the proximal edge of the stent was damaged. One strut on each of stent rows 2 and 7 from the proximal edge were raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).